Manufacturer narrative:
The following allegations have been investigated: vc perforation, tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Per final report of abdominal/pelvic CT, dated (B)(6) 2018, "positive for caval perforation. Superior extent of filter is at inferior l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated ivc. Maximum distance prong perforated is 6.66 mm. 11.01-degree tilt of filter left-to-right and 0.19-degree tilt anterior-to-posterior. Diameter of ivc directly above filter measures 27.10 mm x 21.86 mm."

Manufacturer narrative:
Additional information investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating device is "unable to be retrieved, pain in chest, vomiting, shortness of breath, coughing, panic attacks¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported "chest pain, vomiting, shortness of breath, coughing and panic attacks" are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-01010. Information was received identifying that the product was a cook inc. Product. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an gunther tulip filter implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis (dvt), and pulmonary embolism (pe) plaintiff is alleging device is unable to be retrieved. No retrieval attempts have been noted. The plaintiff alleges, sharp pain in chest; vomiting; shortness of breath; coughing; panic attacks without further details.